Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B) (4) distal conductor fractured; blood/body fluid observed in the proximal conductor; full lead analyzed.

Event description:
It was reported that there was high impedance of 4000 ohms, unacceptable thresholds, and an apparent lead fracture. The lead was explanted and replaced. No patient complications have been reported as a result of this event.